Event description:
It was reported that the lead exhibited no capture at 6.0 v at 1.0 ms, and impedance was greater than 2500 ohms. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.